Manufacturer narrative:
H.6. Investigation: bd received an unused 18 gauge nexiva dual port unit from lot 9029871 and 5 photos of the defective unit for evaluation. A review of the device history record was performed for the reported lot and no related quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the unit. Next, flashback and water leak tests were performed on the unit. Flashback was successfully observed and no leakage was found. However, there was evidence of leakage found in the provided photos. There were clear traces of thick media on the area between the end of the winged adapter and canister indicating leakage in the area. Based off the provided photos the engineer was able to verify the reported defect. However, without the actual unit observed in the photos and since the returned unit did not show signs of leakage the engineer was unable to determine an exact cause for the reported issue.

Event description:
It has been reported that the bd nexiva¿ closed IV catheter system ¿ dual port 18 ga 1.25 in (1.3 x 32 mm) has been found experiencing leakage after use. The following has been provided by the initial reporter: the catheter was removed from the outer packaging, apparently no abnormalities. When removing the steel cannula clearly visible blood leakage at the septum. Cannula was removed and stored for reclamation.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd nexiva¿ closed IV catheter system dual port 18 ga 1.25 in (1.3 x 32 mm) has been found experiencing leakage after use. The following has been provided by the initial reporter: the catheter was removed from the outer packaging, apparently no abnormalities. When removing the steel cannula clearly visible blood leakage at the septum. Cannula was removed and stored for reclamation.